Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. Leak testing was performed, and it was noted that there was a leak beneath the returned minicap and the female connector the transfer set. The returned sample was retested with an in-lab minicap, and a leak beneath the in-lab minicap was observed indicating damage was present on the female connector. There were no other leaks observed during the testing. Functional testing including clear passage testing and clamp function testing were performed with no issue noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported iodine leaked from the light blue main body of the minicap extended life pd transfer set due to a suspected crack. The crack was reportedly on the main body of the transfer set and the iodine was from an unspecified minicap. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.